Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (only distal portion) was returned. The helix was stretched/bent and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils due to procedural damage to the inner insulation. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.